Manufacturer narrative:
(B)(4).

Event description:
During a meniscal suture, it was reported that when the surgeon deployed t1, both anchors were deployed at the same time. The impact was not effective because t1 and t2 did not anchor the tissue; they totally removed the anchors. A backup device was used to complete the procedure. A surgical delay of twenty minutes was reported and that the patient is in good health.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of each device showed no ts or suture remains on the needles. One suture/t construct was returned. Examination of the construct showed t1 has broken at the distal suture hole. This likely occurred when the t was being removed from the patients meniscus. The actuator is in its post t2 deployment position on each device indicating a complete deployment. Devices were functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).